Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of insulin pump had to press harder and more than once. The customer¿s blood glucose level was unknown. The customer stated that display was scratched up really bad look grey in certain areas. The customer stated that motor was little bit louder. Customer also stated that insulin pump had several no delivery alarms especially in the last month. The insulin pump will not be returned for analysis.